Event description:
It was reported that the device were being used in an lavh. The clip applier would not fire, and they used so much more force that the handle broke. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Broken cam. Evaluation summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled, it formed one clip and ejected the remaining clips due to the cam condition. However, the handle was received in good visual condition. In addition the orange indicator did now showed up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.